Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cross chamber oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. There was far field p-wave oversensing noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.